Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after a diagnostic left heart catheterization. Reportedly, after the knot was advanced to the arterial surface, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be in training in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database was performed and there was no indication of a product quality deficiency.